Event description:
The following incident description was received: "the doctor was using the guidewire in a quartet lead in a lateral vein when they tried to retract the wire back into the lead the wire snapped leaving a small part of the wire in the vein that they were unable to retrieve."

Manufacturer narrative:
The device involved in the incident is available for evaluation but has not yet been returned to the manufacturer, therefore, analysis has been delayed.